Manufacturer narrative:
Investigation found that the baseboard of the processor had a blown capacitor, resulting in the issue.

Event description:
A fusebox was returned to the MFR's repair facility w/a customer report that there was a loss of image followed by a popping sound and burning smell coming from the processing unit. There was no report of injury or other negative health consequence to any patient, as this occurred prior to the case.